Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) rate and output control knobs were unresponsive, when turned quickly. It was noted that the knobs responded, when turned one click at a time. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: control knobs were confirmed to be unresponsive when turned quickly, but this was classified as normal operation. The battery board assembly was found to have intermittent operation. The battery board wires were scrapped. The device was a trade-in, which was opened. But it was left unrepaired. If information is provided in the future, a supplemental report will be issued.